Event description:
It was reported that this right ventricular lead exhibited high, out-of-range impedance. A technical services consultant discussed troubleshooting options. No adverse patient effects were reported. This lead remains in service.